Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016: quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, loop electrosurgical excision procedure, vitamin d deficiency, chondromalacia of patella, cervical dysplasia, intervertebral disc injury, hypothyroidism, anemia and kidney failure. Concomitant products included doxycycline hyclate (doxycyclin [doxycycline hyclate]), ferrous sulfate, levothyroxine sodium (synthroid), naproxen and valaciclovir hydrochloride (valtrex). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("pain in stomch area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, complication associated with device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, dysmenorrhoea, weight increased, fatigue, perineal pain and abdominal pain outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, complication associated with device, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, perineal pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(4)2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received. Lot number and product information were added. The event medical device removal was replaced with events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, dysmenorrhea, pelvic pain, weight gain, fatigue, perineal pain, abdominal pain and pain in stomach area. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Concurrent conditions included overweight, loop electrosurgical excision procedure, vitamin d deficiency, chondromalacia of patella, cervical dysplasia, intervertebral disc injury, hypothyroidism, anemia and kidney failure. Concomitant products included doxycycline hyclate (doxycycline [doxycycline hyclate]), ferrous sulfate, levothyroxine sodium (synthroid), naproxen and valaciclovir hydrochloride (valtrex). On an unknown date, the patient had essure inserted. On (B)(6) 2011, 5 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and coital bleeding ("post coital bleeding"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramping with periods"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("pain in stomach area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, complication associated with device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, dysmenorrhoea, weight increased, fatigue, perineal pain, abdominal pain and coital bleeding outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, coital bleeding, complication associated with device, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, perineal pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details : occlusion of the fallopian tubes bilaterality with the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion (B)(6) 2015 bilateral fallopian tubes with benign para tubal cysts and metallic coils consistent with prior sterilization. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhoea, headache, pelvic pain, urinary tract infection, fatigue, weight increased,abdominal pain and perineal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records. Added reporters and case became medically confirmed. Added historical condition urinary tract infection. Added event coital bleeding. Added onset date for menorrhagia, vaginal haemorrhage, urinary tract infection , cystitis and dysmenorrhoea. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. 787226) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included urinary tract infection. Concurrent conditions included overweight, loop electrosurgical excision procedure, vitamin d deficiency, chondromalacia of patella, cervical dysplasia, intervertebral disc injury, hypothyroidism, anemia and kidney failure. Concomitant products included doxycycline hyclate (doxycyclin [doxycycline hyclate]), ferrous sulfate, levothyroxine sodium (synthroid), naproxen and valaciclovir hydrochloride (valtrex). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 5 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia") and coital bleeding ("post coital bleeding"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramping with periods"). On (B)(6) 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), perineal pain ("perineal pain"), abdominal pain ("abdominal pain") and abdominal pain upper ("pain in stomch area"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, complication associated with device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, migraine, headache, dysmenorrhoea, weight increased, fatigue, perineal pain, abdominal pain and coital bleeding outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, coital bleeding, complication associated with device, cystitis, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, perineal pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details : occlusion of the fallopian tubes biiateraliy with the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2015 bilateral fallopian tubes with benign para tubal cysts and metallic coils consistent with prior sterilization. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : menorrhagia, dysmenorrhoea, headache, pelvic pain, urinary tract infection, fatigue, weight increased,abdominal pain and perineal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.